Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: procedure: the device did not work properly and became very hot. The patient sustained a burn and no further issue was reported.